Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin broke and that because of this the ins depleted. The patient also stated that their recharger belt was broken. It was noted that the patient's hcp would not let get an MRI because of the ins being off. MRI compatibility guidelines were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.